Manufacturer narrative:
(B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during treatment of a moderately calcified and moderately tortuous, 99% stenosed right coronary artery; after implanting an unspecified stent, the voyager nc balloon catheter was engaged for post-dilatation. However, during the first inflation, the balloon ruptured at 14 atm. A non-abbott dilatation balloon catheter was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.